Manufacturer narrative:
(B)(4). A top foil of product code w9132, lot mgz527 was returned for analysis. As no needle-suture was returned for evaluation, we are unable to investigate further to the issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. An empty opened box and eleven unopened samples of product code w9132, lot mgz527 was returned for analysis. During the visual inspection of eleven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mgz527 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vascular procedure/ amputation on (B)(6) 2019 and suture was used. The suture broke while knotting the suture. The surgeon opines that the suture broke under minimal tension. Another like device was used to complete the procedure. There were no adverse patient consequences reported.